Manufacturer narrative:
Product analysis #702311536:brief description of complaint: the wire basket broke during activation. The total lesion was removed, but a foreign body was left within the breast, a piece of the wire detached from the wand and remains in the patient. There was no issue reported with the handle or the console. Investigation conclusion: the reported issue was not confirmed. The returned handle failed to activate upon depression of the activation button, but it cannot be determined what caused the activation failure. Since the handle was not operational, the relationship of the handle to the reported complaint could not be determined. It was noted that the inside of the handle contained dried blood, specifically on the metal electrical contacts and other internal components. The possibility exists that the presence of blood could compromise handle and wand functionality. Similar events have concluded that blood in the handle could result in electrical continuity issues (wand detection, motor current) or mechanical issues (motor drive shaft). In conjunction with this complaint, the presence of blood was not directly attributed to the activation failure of the wand. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast lesion excision system case, the intact wire basket fractured and detached from the device. The detached wire remained in the patient, however there was no patient adverse effect reported.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast lesion excision system case, the intact wire basket fractured and detached from the device. The detached wire remained in the patient, however there was no patient adverse effect reported.